Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. It was also reported pain is present with stimulation off. The pt will undergo surgical intervention at a later date as the next course of action.